Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Sample centrifugation speed was faster than recommended and centrifugation time was shorter than recommended. The sample was found to be grossly lipemic. Per product labeling: there is a poor correlation between the l index (corresponds to turbidity), and the triglycerides concentration. Pseudohyponatremia may be seen with lipemic specimens as a result of fluid displacement." The investigation determined the issue was resolved based on the customer's action of ultracentrifugation of the sample.

Manufacturer narrative:
Precision studies were performed and all results were within acceptable limits. Checks were performed and all checks passed.

Event description:
The initial reporter stated they received discrepant ise results for two samples from the same patient tested on a cobas 8000 ise module. Both samples had discrepant results for ise indirect na for gen.2. The first sample also had discrepant results for ise indirect ci for gen.2. The initial sample values were reported outside of the laboratory. Both samples were grossly lipemic, but a lipemia serum index alarm was not triggered by the analyzer for the affected tests. Other tests run on these samples triggered the alarm. The affected samples were ultracentrifuged and repeated. Corrected reports were issued for the repeat values. The first sample initially resulted with an na value of 145 mmol/l, which repeated as 153 mmol/l. This sample initially resulted with a cl value of 108.6 mmol/l, which repeated as 119.7 mmol/l. The second sample initially resulted with an na value of 146 mmol/l, which repeated as 153 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.